Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the light was going in and out when the scope was at a standstill. It was further reported that the settings were changed and it was realized that the ccu was causing this issue.